Event description:
A customer reported obtaining unexpected negative reactions with the 3-cell screening assay on the galileo echo instrument with a patient sample with a history of having anti-k and anti-e.

Manufacturer narrative:
A review of the image result files from the echo by an immucor technical support specialist showed that a visually weak positive reaction was obtained with screening cell iii of the original testing performed on (B)(4) 2012. An immucor field service engineer performed preventative maintenance. The unexpected reaction checklist was performed and all specifications were met. Daily qc performed as expected. Sample runs were satisfactory. The instrument is operating as expected. The customer was also made aware of technical communication (B)(4) which advised customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.